Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged that the power was interrupted by the battery cap not being secured to the pump. This caused the pump to loose all the basal rates and related information. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: no activity related to the allegation was found. The pump was rebooted and maintained the programmed basal rates. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no issues occurred.